Event description:
This report summarizes 1 malfunction event where a midwest quiet-air® handpiece overheated. No injury resulted in the event.

Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.